Event description:
The customer reported that their device could no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. Physio-control recommended that the customer replace the device as it is out of warranty. The customer has not authorized the return of the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.